Event description:
As reported: "implant was too big. Replaced with pip-20".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as some patient info (activity levels), x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. However, it was clearly mentioned in the event description that the implant chosen by the hcp during the primary operation was too big. It is the surgeon's responsibility to choose the proper size of implant in order to ensure good outcomes of the surgery, as stated in the IFU. The most probably root cause of the event is therefore most probably due to a user error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "implant was too big. Replaced with pip-20".